Manufacturer narrative:
Related manufacturer reference number: 2916596-2018-00415 (existing short to shield). Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline (dl) wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log file. Hmii lvas, serial number (B)(6), was returned with the dl severed approximately 2¿¿ from the pump housing. A distal portion of the dl was returned in one segment measuring approximately 41¿. Evidence of a previous distal end dl replacement was observed on the distal dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6), visual inspection of the textured, blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The portions of the dl returned with (B)(6) were tested for electrical continuity, and all wires were found to be electrically intact. Visual inspection of the 41¿ dl segment revealed breaches in the insulation of the orange, yellow, green, and black wires approximately 38.5¿¿ from the controller connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the dl wires. If the exposed conductors of the orange, yellow, green, or black wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground could have resulted in low speed events and pump stops. Similar events confirmed through the submitted log file could have occurred if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield while the patient was connected to the power module/mobile power unit or 14 volt (v) battery power. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Incidental findings were noted during investigation. The yellow alignment dash marking printed on the controller connector demonstrated partial wear. Cosmetic damage to the outer silicone jacket was observed on the external portion of the driveline. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) and (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient with a known short-to-shield came in experiencing pump stop alarms on (B)(6) 2022. Log files captured four low speed advisories/hazards and three pump stop alarms on (B)(6) 2022 while connected to batteries. It appeared that the existing short-to-shield may have matured into a phase-to-phase short with speed drops and pump stops occurring on either power source. Log files also captured two unsustained power/flow elevations. The patient received a pump exchange to a heartmate 3 on (B)(6) 2022 due to the suspected phase-to-phase.